Manufacturer narrative:
Initial report was filed with incorrect brand name. This is a follow-up to correct brand name. Report type: follow-up 1. Additional narrative: a brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a follow-up report to correct the brand name. The initial report was submitted with the sleek tampon brand. Consumer reported an unknown tampon brand.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer emailed reporting the string came out of her tampon upon removal and she is concerned there are pieces remaining inside her body.